Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of faulty display was confirmed during product evaluation. The root cause of this condition was assigned to a distorted main display. The user interface module lcd screen was replaced to correct this condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Correction: the software information in the initial medwatch was incorrect. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.21.00.